Manufacturer narrative:
Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported by the patient that three infusion set cannula came out of body while his infusion set housing was still adhered within 3 hours of use. Infusion set was placed in abdomen. No further information was available.